Event description:
The customer reported that they received questionable results for one patient sample tested for urea/bun, creatinine plus ver.2 (crea), bilirubin total, ion selective electrode (ise) sodium, and ise chloride. Of the mentioned tests, the sample had erroneous results for crea, ise sodium, and ise chloride. The sample initially resulted as 1.82 mg/dl for crea, 87.8 mmol/l for ise chloride, and 122 mmol/l for ise sodium. The crea value of 1.82 mg/dl was reported outside of the laboratory. The physician asked to have the sample repeated because the crea value was different from the patient's previous value of 10.00 mg/dl. It was not clear if the initial ise chloride and initial ise sodium values were reported outside of the laboratory. A clarification has been requested. The sample was repeated on a different analyzer and resulted as 3.62 mg/dl for crea, 96.8 mmol/l for ise chloride, and 131 mmol/l for ise sodium. The sample was also repeated a second time on a third analyzer, resulting as 4.00 mg/dl for crea. The patient was not adversely affected. The crea reagent lot number was 606237. The crea reagent expiration date was asked for, but not provided. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there was an issue with the ise sipper probe. The field service engineer fixed the probe issue. After monitoring for two weeks, no further issues were reported from the customer. Investigations of the crea results could not determine a specific root cause based on the provided information. The reagent and analyzer can be excluded as the cause of the crea result issue. The crea issue appears related to the sample itself. Additional information required for investigation of the crea results was asked for, but not provided. Investigation of the ise sodium and ise chloride results has concluded that a mis-sampling took place as a result of pre-analytical handling of the sample. In this event, it was determined that the sample had a wrong blood to additive ratio due to a low collection volume.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The reagent and analyzer can be excluded as the root cause. Pre-analytic sample handling may be a root cause. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
It has been clarified that the ise sodium and ise chloride results were not reported outside of the laboratory.